Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (10.0 mg/ml at 1.481 mg/day) via an implantable pump. The pump's indication for use was non-malignant pain. It was stated that the patient had a complicated medical history including cerebrovascular accident (cva), carotid stenosis, and etcetera. It was reported that the clinical diagnosis was possible drug side effects. The programming date from the most recent refill prior to the event was (B)(6) 2015. The results of an examination performed on (B)(6) 2015 were slurred speech, confusion, and somnolence. According to the physician, there was a question of sedation versus mental status changes in the patient with carotid stenosis. A head computed tomography (CT) scan with contrast performed on (B)(6) 2015 revealed moderate atrophy but no acute bleed. The medication dose was decreased on (B)(6) 2015 and oxycodone 10/325 (orally thrice a day) was initiated on the same day. The event resulted in an emergency room visit. The event was possibly related to an increase in the dilaudid dose. An examination on (B)(6) 2015 revealed that the patient was alert and oriented with fluent speech; the event reportedly resolved without sequelae on this date. Additional information was received from the hcp through the clinical study. The programming date from the most recent refill prior to the event was (B)(6) 2015. On (B)(6) 2015, the patient's wife reported that the patient had a fall and syncopal episode on (B)(6) 2015. The patient was sent to the emergency department for evaluation on (B)(6) 2015. The results of an examination performed on (B)(6) 2015 were slurred speech, syncope, and signs of autonomic dysfunction. Confusion was also reported. The clinical diagnosis was possible drug side effects. The event was possibly related to an increase in the dilaudid dose. An examination on (B)(6) 2015 revealed that the patient was alert and oriented with normal behavior; the event reportedly resolved without sequelae on this date. Additional information received from the hcp through the clinical study indicated that a chest x-ray performed on (B)(6) 2015 revealed no acute cardiopulmonary process. A head/brain CT scan without contrast performed on the same day revealed no acute intracranial abnormality. A bilateral carotid ultrasound performed on the same day revealed 50-79% right carotid artery stenosis and an occluded left carotid artery . An examination performed at the emergency room on the same day revealed dizziness, speech difficulty, weakness, confusion, and occipital headache (resolved by exam time). The event required in-patient hospitalization. The final diagnosis on (B)(6) 2015 was acute encephalopathy, possibly related to the amount of pain medication the patient was taking; mentation had returned to baseline and the patient was discharged home in stable condition on (B)(6) 2015. The event reportedly resolved without sequelae on (B)(6) 2015, as opposed to the previously reported date of (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.